Manufacturer narrative:
The patient remains ongoing on vad support and no further issues have been reported. A specific cause for the reported tamponade requiring repair of the outflow graft anastomosis could not conclusively be determined. The report of elevated flow estimation and pump power could not be confirmed. Review of the submitted patient¿s system controller log file showed the system operated as intended with stable pump parameters. The instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. In addition, the IFU provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. A review of the device history records revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 21 days. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced a hypotension and a syncopal episode while standing in the bathroom. A echocardiogram revealed tamponade, and the patient was immediately taken to the operating room where the outflow graft anastomosis was repaired. The patient remained on heparin, and it was noted that after the anastomosis repair, elevated flow estimation and pump power numbers were observed. It was reported that the elevated readings resolved. Echocardiogram revealed the aortic valve was closed. The patient did not have hematuria, and the lactate dehydrogenase was stable. It was reported that the patient stabilized and was discharged. No additional information was provided.